Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6.. . As reported, a 5f exoseal vascular closure device (vcd) failed to deploy as the deployment button could not be pressed. During button depression, the button could not be depressed at all. At that time, the indicator window showed a solid black color and displayed red color during retraction. Manual compression was used for hemostasis. There was no reported patient injury. After removal from the patient, the plug did not detach from the exoseal vcd device. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage prior to use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, with an insertion angle of approximately 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and there were no significant calcifications, plaques, stents, or stenosis greater than 50% at or near the puncture site. Prior to use, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the IFU. The femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure. The exoseal vcd and vascular sheath introducer were retracted together until both pulsatile flow significantly slowed or stopped from the bleed-back indicator and the indicator window turned solid black. The button could not be depressed fully, and excess force was required. The device has not yet been shipped for return. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in the manufactured position, and the indicator wire was fully deployed, no abnormal conditions were observed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to deploy as the deployment button could not be pressed. During button depression, the button could not be depressed at all. At that time, the indicator window showed a solid black color and displayed red color during retraction. Manual compression was used for hemostasis. There was no reported patient injury. After removal from the patient, the plug did not detach from the exoseal vcd device. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage prior to use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, with an insertion angle of approximately 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and there were no significant calcifications, plaques, stents, or stenosis greater than 50% at or near the puncture site. Prior to use, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the IFU. The femoral site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure. The exoseal vcd and vascular sheath introducer were retracted together until both pulsatile flow significantly slowed or stopped from the bleed-back indicator and the indicator window turned solid black. The button could not be depressed fully, and excess force was required. The device has not yet been shipped for return.the device will be returned for evaluation.